Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter failed to retract. The following information was provided by the initial reporter: ¿the auto guard cath failed to retract."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jan-2023. H6: investigation summary: a device history review was conducted for lot number 2160587. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, five units were returned to our facility to aid in investigation and testing efforts. Of the five samples four had been successfully retracted. The fifth device appeared to be unused but was returned in an opened packaging unit. Functional testing of this device was successful in retracting the needle and engaging the safety feature. The reported nonconformance could not be confirmed.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter failed to retract. The following information was provided by the initial reporter: ¿the auto guard cath failed to retract."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter failed to retract. The following information was provided by the initial reporter: ¿the auto guard cath failed to retract.".